Event description:
Meter does not power on. Two months ago pt was not able to test with the meter because of the power issue and was experiencing chest pains and was having diabetic symptoms of feeling dizzy and weak. Relative took pt to the ER, where pt was admitted and was treated with insulin. Pt is on oral medications. No information on what the reading was in the ER. Pt was admitted in the hospital for two months and was recently discharged. Pt mentioned the batteries were replaced and meter still does not power on. Customer service was unable to resolve the issue and sent pt a new meter there was no information on the diagnosis when pt was admitted in the hospital.